Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump was stuck on a same screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer is unsure how this happened, but it did not occur during the rewind sequence. Customer was instructed to remove the batteries and perform a self-test, but the device was still stuck. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. No frozen display during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and minor scratched lcd window.